Manufacturer narrative:
Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a correction of multi-plane hallux valgus deformity on (B)(6) 2020 and utilized paragon 28 phantom intramedullary nail. The surgeon reported that there was a small fracture at the base of the first metatarsal while drilling. The surgeon fixated the fragment with a 2.5 mm x 20 mm screw. The surgeon stated that the event was mild with definite attribution. The outcome of the procedure is said to be recovering/resolving. This was an adverse event identified from a clinical study.

Manufacturer narrative:
The patient underwent a revision surgery on (B)(6) 2020,due to a non-union. The surgeon stated that the revision was completed because during the course of the post-operative period, serial radiographs showed progressive resorption at the fusion site without construct failure. The bone loss was reported to be significant to the point that the surgeon decided to revise the site and bone graft the defect. The surgeon belived that the resorption was a result of compression beyond the strain rate and resulted in some osteonecrosis. It is believed that the small cortical fractured likely caused an overzealous compression of the nail.